Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-25372. The patient has two occipital leads (off-label use). Both leads are being reported since it is unknown which lead has migrated. It was reported the physician believes the patient's left lead has migrated. The patient will have x-rays taken to confirm lead migration and may undergo surgical intervention to address the issue. Follow-up revealed the patient does not want to move forward with any interventions at this time to address the possible lead migration.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.